Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the part and lot number are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2016-00305.

Event description:
When ordering a fossa implant, the surgeon marked 0.3 mm moderate lip on the design input form. After implanting the 0.3 mm moderate lip fossa, the surgeon decided the patient needed a fossa implant with a 0.6 mm posterior lip instead. A second implant with 0.6 mm posterior lip has been ordered and a revision surgery is planned for this patient.

Manufacturer narrative:
This product was not returned for evaluation so it's identifying information remains unknown. However an evaluation was completed. According to the evaluation, the identity of the other reported part was confirmed through the DHR (device history records). The surgeon indicated on the design input form that they wanted the fossa to have a .3mm lip. The part was designed and manufactured correctly and to the surgeon¿s selection according to the DHR. According to the evaluation, the complaint was confirmed as a new implant was designed because after implantation the surgeon decided a fossa with a .6mm lip would be more appropriate. According to the evaluation, there are no reported clinical problems. There was no alleged malfunction of the device. The most likely cause of the event was determined to be customer preference. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2016-00305-1.